Manufacturer narrative:
An amo authorized field service engineer examined the phaco system at the customer's location and found the system working within specification. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that a pt had a somewhat complicated phacoemulsification procedure and presented with corneal edema at the post operative exam. The clinic has not determined the cause of the edema; however, the clinic suspects tass.